Manufacturer narrative:
It was reported when the nurse opened door of channel the tubing snapped/separated with leakage of fluids. Received from the customer was one used primed set model 2420-0007 lot unknown. Visual inspection as received confirmed the set was separated at the pumping segment. The separation was at the engagement between the silicone pump segment tubing (p/n 12088541) and the upper fitment (p/n tc10008721). The ring retainer (p/n 601316-000) was not received with the set. No gaps on the silicone segment separation or any anomalies were noted during visual inspection. Further visual inspection of the separated silicone segment end noted no o-ring indentations. The expected retainer ring for the lower fitment and silicone segment connection was still intact. Fluid was observed to be leaking from the separation. Functional testing could not be performed due to the set's separation and obvious leaking that would occur due to the separation. The silicone pump tubing was found to be within measurement specification. Equipment used (inspection and measurement performed on 1-oct-2020): - ram optical instrumentation/eq08204/calibration due date 5-feb-2021. - calipers, eq02784, calibration due date: 19-dec-20. - gauge pins: eq08349, due: 14-jul-2021. Device history record could not be performed on model 2420-0007 because the lot # for the suspect set was not provided. The customer¿s report that the tubing separated and leaked was confirmed to be a separation between the silicone segment and upper fitment. The root cause of the silicone separation is due to the set's retainer ring not being assembled onto the set during manufacturing assembly process. Tj manufacturing has been previously notified of this issue. A systemic failure investigation for pump segment issues will be documented by dir #10000335005.

Event description:
It was reported that as lvp 20d 2ss cv tubing snapped and separated. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported when the nurse opened door of channel the tubing snapped/separated. Customer email 17 sep 2020: ¿ are you able to give a specific date/time for this instance that happened? This event occurred on (B)(6) 2020, time not provided. ¿ do you happen to have the product /reference number and batch number for this complaint ¿ can you forward please? Original packaging discarded. ¿ was there patient harm for this specific instance? No if so can you provide any information such as age, weight, diagnosis? 2mo, 4.62kg, seizures. ¿ was there leakage of fluid/medication or was the tubing dry and ready to be primed? The tubing was loaded into alaris pump, when the door of the channel was opened; the tubing snapped and ivf spilled on the floor. .¿¿¿¿¿¿¿¿¿¿¿. Customer med watch report: alaris primary tubing broke in channel. When nurse opened door of channel, the tubing snapped.

Manufacturer narrative:
Medical device expiration date: unknown. The initial reporter also notified the FDA in (B)(6) 2020. Medwatch report # 0733000000-2020-8031 report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv tubing snapped and separated. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. It was reported when the nurse opened door of channel the tubing snapped/separated. Customer email on (B)(6) 2020: are you able to give a specific date/time for this instance that happened? This event occurred on (B)(6) 2020, time not provided. Do you happen to have the product /reference number, and batch number for this complaint? Can you forward please? Original packaging discarded. Was there patient harm for this specific instance? No, if so can you provide any information such as age, weight, diagnosis? (B)(6); seizures. Was there leakage of fluid/medication, or was the tubing dry and ready to be primed? The tubing was loaded into alaris pump, when the door of the channel was opened; the tubing snapped and ivf spilled on the floor. Customer med watch report: alaris primary tubing broke in channel. When nurse opened door of channel, the tubing snapped.